Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-21120. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Un-report deflation that was initially reported in CPR.

Event description:
Patient reported "deflation". Later healthcare professional reported "biocell recall case is coming up. Patient will have to remove textured saline implants to replace smooth silicone implants". Later healthcare professional reported "biocell recall". Device was explanted and replaced. Device will be returned.